Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited increased impedance and noise. The lead output was increased to ensure capture. On (B)(6) the lead continued to exhibit high impedance and noise. During the lead revision it was noted that dead tissue from the initial implant was in the atrial port contributing to the issues. The physician cleaned the lead and port and reconnected the lead.